Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Accuracy testing was performed to assess the performance of the architect cyclosporine assay lot 11074m500. Results of this testing protocol showed that the acceptance criteria were met. Customer complaint data was reviewed and no adverse trends were identified. The architect cyclosporine package insert was reviewed and was found to adequately address the issue of discrepant results. The investigation did not identify a product deficiency.

Event description:
The account stated that their architect cyclosporine results are lower than results from another facility ((B)(6)). A patient sample generated a cyclosporine result of 70 ng/ml. The sample was tested at the (B)(6) and a result of 100 ng/ml was generated. The patient's previous cyclosporine results were: on 12/13/2011 75.9 ng/ml, 1/12/2012 120 ng/ml, 3/06/2012 89 ng/ml, 4/24/2012 57.2 ng/ml. The cyclosporine results from the dresden facility were: on 10/10/2011 112 ng/ml, 01/23/2012 105 ng/ml, 04/11/2012 101 ng/ml. There was no report of impact to patient management.